Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system which was confirmed through the history log but not reproduced. The confirmed symptom was found to be caused by low upstream sensor values due to failed upstream sensor. The upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.